Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8110 syringe recalls 2016- 05/04/2018 11:18:26 anese clemons (aclemons) recall point of contact tim townley/ops supervisor/ttownley@uabmc.edu/205-975-6070 this unit is affected by r066 syringe watch dog and ro69 syringe split nut two recall 08/10/2018 09:56:54 jeannette kenefick (jkenefic) this unit is to be returned to ship to acct-1836033 located at: 619 19tj st s room j-027 new contact: gerry colins - biomed 205-996-7197 gcollins@uabmc.edu 08/24/2018 08:46:02 marites malig (mmalig) phone 858-458-7000 7000 est rcmaj due to cracked front cover, rear case & barrel clamp. 09/10/2018 09:32:40 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per marites malig, service tech. Repair approved by jerry collins at gcollins@uabmc.edu for $354. New po# is 2156716. Npi 09/13/2018 09:01:06 annette a mendez (amendez) 1001901741990003524900458353463747 10/03/2019 09:03:50 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.